Event description:
It was reported to medtronic neurosurgery that the valve was occluded.

Manufacturer narrative:
(B)(4. The valve was patent and passed siphon, reflux and leak testing. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. The valve met all established specifications for pressure-flow testing, however, did not meet requirement for preimplantation testing. A review of the manufacturing records showed no anomalies. No impact to pt reported. All of our valves are 100% tested at time of manufacture.